Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record for sn (B)(4) was performed from 08nov2011 to 28oct2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported they are receiving error 13-1033-149 on 8100 device (s/n (B)(4)). No patient involvement is noted.